Manufacturer narrative:
H10: the complaint of leakage can be confirmed based on the photo provided. Received one photo showing a droplet of water coming from the vent plug juncture with the cap closed. However, the probable cause cannot be determined from the photo provided. No product samples, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 4604978 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported fluid on the bed sheet that was likely due to the 5-fluorouracil leakage from the filter vent plug juncture. There was patient involvement, however, no report of adverse event.